Event description:
It was reported that during routine check, the system98 intra-aortic balloon pump (iabp) unit has helium leak. In 12 hours, two alarms with stopping of the conterpulsation of loss of helium in the internal circuit, the balloon had to be filled again, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system98 intra-aortic balloon pump (iabp) unit has helium leak. In 12 hours, two alarms with stopping of the "counterpulsation" of loss of helium in the internal circuit, the balloon had to be filled again,

Event description:
N/a.

Manufacturer narrative:
Additional information: (event site postal code: (B)(6), event site state: (B)(6)). System 98 unit had two error messages "leak in the balloon circuit" and "rapid gas leak" compatible with leak situations from the external connections of the catheter circuit. Work carried out: repeated functional checks and in vitro tests. Please note that this device has been out of the manufacturer's technical support declared for many years and therefore the dedicated spare parts are no longer available. Final outcome: repair completed, functional tests and tests with a positive outcome.